Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported entrapment of device (clip caught on chordae) and difficult or delayed positioning (visibility) appear to be due to procedural circumstances. The poor image resolution is due to anatomy and the clip itself. The reported foreign body in the patient and mitral valve insufficiency/regurgitation were results of the entrapment of device. The reported patient effects of foreign body in patient and mitral valve insufficiency/regurgitation are listed in the instructions for use as known possible complications associated with mitraclip procedures. There is no indication of product issue with respect to manufacture, design or labeling. The additional mitraclip device referenced is being filed under a separate medwatch report number.

Event description:
This is filed to report unchanged mr, foreign body, entrapment of device, visibility. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (fmr) with a grade of 4. The first clip delivery system (cds) was advanced to the mitral valve and noted restricted posterior leaflet. The clip was implanted without issue. An ntw cds (10120u102) was advanced to the mitral valve and there was difficult visualization of the clip due to the anatomy and imaging equipment. The clip was implanted but there was a single leaflet device attachment (slda) from the posterior leaflet. Another cds (10120u174) was advanced to attempt to stabilize the slda but the clip became caught on the chords. There was difficulty visualizing the clip due to the anatomy and the clip itself. Troubleshooting was performed but the clip could not be freed and was implanted where it was caught at or near a3p3. Mr remains 4. No additional information was provided.